Event description:
Event description guidant received information that upon interrogation this implantable cardioverter defibrillator (ICD) exhibited an error message indicating that the battery status changed by monitoring voltage. The device was in storage mode without critical therapy available. The device battery depleted in less than 12 months. It was also reported that the patient was around strong magnets several times a day while visiting a recycling center.